Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices are not being returned, therefore unavailable for physical evaluations. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within these devices' family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff surgical procedure, it was observed that the tip of two of the customer's healix br anchors 3.4mm devices broke at the end of the inserter during insertion. The sales rep stated that the surgeon removed the broken tips from the patient with no further issues. The sales rep stated that there was no debris left in the patient. The sales rep reported that the surgeon completed the procedure by using a peak anchor and using the same bone hole with no patient consequences but there was a minute delay. The sales rep stated that the bone quality of the patient was normal. The sales rep stated that the devices were discarded by the facility. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.